Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Date of event has been estimated.

Event description:
It was reported that during preparation it was challenging to remove the protective mandrel due to resistance being felt from the delivery system. The device was later successfully used in the patient with no issues noted. No adverse patient effects were reported. No additional information was provided.